Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing processes and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The introducer sheath and dilator were returned. The returned sample met all the required specifications. The investigation is inconclusive, as the filter was not returned and images were not provided for review. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event.

Event description:
It was reported that upon deployment of a vena cava filter, some filter legs were crossed and did not fully expand. The filter was removed with a snare device and another filter was successfully deployed without incident. There was no reported patient injury.